Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cerebral vascular accident remains unknown.

Event description:
Post ablation procedure, the patient experienced a cerebral vascular accident with therapy planned. The patient presented to the hospital with mild weakness of the left labial angle and slight salivary flow. The patient reported that the symptoms had occurred following their ablation procedure on (B)(6) 2023. An MRI showed a 13x7 mm ischemic lesion in the right centrum semiovale. The patient was discharged on (B)(6) 2023 and referred for outpatient neurological therapy planning. There were no performance issues with any abbott devices used.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.